Event description:
Indication: immunodeficiency with predominantly antibody defects, unspecified. Unsolicited: pt reports her freedom pump is not working and it is not pushing the medication through. She had doses loaded in syringes already. Informed her that the medication would need to be discarded as cuvitru would not be good after 2 hrs. New pump to be sent and return box for malfunctioning one. Pt confirmed she has medicine on hand to infuse this weeks dose when new pump arrives. No adverse event(s) reported due to product issue. Malfunctioning pump is available for return. Serial number and maintenance due date for malfunctioning pump not provided. No further info. Reported to (B)(6) by pt/caregiver.